Event description:
The manufacturer received information alleging a ventilator failed to deliver adequate fio2. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and oxygen blending module board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the device's oxygen blending module board was replaced due to the ventilator failing to deliver adequate fio2. The device's interface board was also replaced to address this issue. Both components were returned to the manufacturer's product investigation laboratory for investigation. During the investigation the root cause of the oxygen blending module failure was due to contamination and the interface board failure was due to a faulty capacitor.